Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 16-nov-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy ii drug eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most proximal stent struts were damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.